Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned, the root cause of the phenomenon could not be identified. Per otv-s200 technical guide : "error code e333 is an error code indicating a touch panel failure." Possible causes are listed below. "- touch panel sensor failure" "- communication disconnection between cp board and touch panel" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic left colectomy procedure, the visera elite ii video system center exhibited touch panel error e333. The intended procedure was completed with the same device. There was no harm or user injury reported due to the event.